Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 889-28, lot# v593554, implanted: (B)(6) 2011, product type: lead. (B)(4).

Event description:
The patient reported they could not connect with the patient programmer. A problem with the patient programmer was reported. The patient was not able to make adjustment both with or without antenna attached. The patient tried calling the manufacturer's representative but got through to patient services. Patient services assisted the patient with troubleshooting over the phone. The patient uses antenna. Patient services verified the patient is placing paddle directly over the skin and has it lined up directly over the implant. The patient was only getting the poor communication information screen. Patient services had the patient try connecting without the antenna. The patient reported poor communication. The patient reported no falls/traumas. Event date was noted as (B)(6) 2015. The patient reported no stimulation sensation. The patient usually feels stim but stopped feeling it which is why she decided to try checking the battery with her patient programmer. Event date was noted as (B)(6) 2015. Will not interrogate was noted. No patient injury reported. Additional information received from the patient noted that the patient was having concerns regarding their device or therapy but was working with their physician or the manufacturer's representative. Appointment date was noted as (B)(6) 2015. Upon device return of the programmer, analysis found that resoldered antenna jack for preventive maintenance. (B)(4) . No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.